Event description:
Bil implants 1980's - recently increased hardness greater on left than right, increased pain and discomfort - on mammogram questionable rupture. P.e. Grade ii capsular contraction. Left greater than right. Left also smaller than right. In 2008, bil capsulectomy and implant removal - implants removed intact - augmented with 400cc mentor mod and gel implants - bil.